Manufacturer narrative:
It was reported that the end user developed an allergic reaction within 15-minutes of wearing the bandage. The reporting allergist states, "he developed itchiness, hives, redness of his face and chest, and angioedema of his hands and arms. He noticed that his breathing seemed "lighter" and both his vision and hearing began to fade". End user, used his epi auto injector, took benadryl and pepcid and went to the emergency department (ed). The reporting allergist states in the ed the end user was administered benadryl, pepcid, and solumedrol, and discharged home. The reporting allergist reports, the end user is doing well and is back to baseline. The end user reports (through his allergist) that he "has a history of reactions to neosporin, polysporin topical antibiotics. Neither of these were on the applied bandage". As well as a history of linezolid reaction. The end user states he has no prior history of using this product. No further information is available at this time. The actual sample is not available for return and evaluation. Due to the reported incident, need for intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the end user developed an allergic reaction after wearing the bandage, taken to the emergency department and treated with epinephrine, benadryl, pepcid, and solumedrol.